Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a connector at the stage 2 power switch of an aquabplus 2000. The biomed received a call from a patient care technician from the facility who stated the reverse osmosis (ro) system was failing the t1 test upon startup. The biomed arrived onsite shortly after receiving the call. The biomed confirmed there was an ¿f-04-51-04¿ alarm code displayed on the ro in conjunction with the message ¿failure: t1 test, pump p1s defective¿. They opened the panel and immediately noticed a burning smell. The biomed then saw that one of the yellow connectors at the motor protection switch (mps) was burnt. The biomed unplugged the connector, trimmed off the end, and attached a new female connector to the wire. After the repair, the biomed said the mps was tripping and needed to be reset. The biomed contacted technical support (ts) for further assistance. Ts assisted the biomed with resetting the mps and the ro was then able to complete the t1 test. No treatments were impacted because the ro was fixed before any patients arrived for treatment. The biomed was unsure if the thermal overload switch was tripping. The biomed said there were no signs of any smoke, sparks, or flames. In addition, there were no local power grid issues in the area. However, the biomed reported that the day before the event the facility had a plumbing issue that required them to turn off the power to the ro. After the plumbing issue was resolved, the biomed turned the ro back on and it ran for an hour with no issues. When reviewing the downloaded machine files from around the time of the event, the biomed noticed that the heat disinfect had been interrupted. The biomed provided the machine files for manufacturer review. It was confirmed the machine was back in service and fully operational. The sample was not available to be sent back for evaluation. Additionally, no photos of the burnt connector were available for review.

Manufacturer narrative:
Plant investigation: no parts were returned for physical evaluation. A review of similar complaints was not required. However, the reported event can be confirmed based on the available information. The thermal damage was likely caused by bad electrical contact at the motor protection switch (mps). The cable lug connections at the mps overheated from increased contact resistance and there was an increase in thermal energy. Depending on operation mode, the thermal overload switch or the mps may become unbalanced and trip, in turn interrupting operation of the device. The failure pattern due to the old wiring design is a known issue and is addressed in a CAPA. As a result of the CAPA, a new wiring design was released. The affected device was manufactured before implementation of this corrective action. Additionally, although the mps and wiring were redesigned, they are not currently available on the us market. It was determined that a review of the machine files was not required despite the files being provided. A review of the device history record (DHR) was also not required. Based on the available information, the reported event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a connector at the stage 2 power switch of an aquabplus 2000. The biomed received a call from a patient care technician from the facility who stated the reverse osmosis (ro) system was failing the t1 test upon startup. The biomed arrived onsite shortly after receiving the call. The biomed confirmed there was an ¿f-04-51-04¿ alarm code displayed on the ro in conjunction with the message ¿failure: t1 test, pump p1s defective¿. They opened the panel and immediately noticed a burning smell. The biomed then saw that one of the yellow connectors at the motor protection switch (mps) was burnt. The biomed unplugged the connector, trimmed off the end, and attached a new female connector to the wire. After the repair, the biomed said the mps was tripping and needed to be reset. The biomed contacted technical support (ts) for further assistance. Ts assisted the biomed with resetting the mps and the ro was then able to complete the t1 test. No treatments were impacted because the ro was fixed before any patients arrived for treatment. The biomed was unsure if the thermal overload switch was tripping. The biomed said there were no signs of any smoke, sparks, or flames. In addition, there were no local power grid issues in the area. However, the biomed reported that the day before the event the facility had a plumbing issue that required them to turn off the power to the ro. After the plumbing issue was resolved, the biomed turned the ro back on and it ran for an hour with no issues. When reviewing the downloaded machine files from around the time of the event, the biomed noticed that the heat disinfect had been interrupted. The biomed provided the machine files for manufacturer review. It was confirmed the machine was back in service and fully operational. The sample was not available to be sent back for evaluation. Additionally, no photos of the burnt connector were available for review.